Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2017 device had 18 months to eri. The device triggered eri on (B)(6) 2018. Diagnostic anomaly suspected.